Manufacturer narrative:
The reported event of inadequate capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Prior to opening up the pocket, it was discovered that the right atrial (ra) lead exhibited high capture threshold measurements. The ra lead was explanted and replaced. The patient was in stable condition.